Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that the pt was implanted with a monarc sling system on or about (B)(6) 2007, to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged the pt experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity. Has undergone and will likely undergo add'l corrective surgeries."